Event description:
During an arthroscopic anterior cruciate reconstruction utilizing autograft patella tendon, while inserting a bioabsorbable interference screw on the femoral side of the graft, the doctor noticed the screw would not advance. When he removed the screwdriver, the tip of the screw had broken off, remaining in the femoral side of the knee. He inserted another screw and backed it up.